Event description:
My daughter used the eye drop amo complete moisture plus lot #zb02753 exp 06/08 and experienced severe headaches and vomiting all night in 2007- we are waiting to hear back from the eye dr to have her evaluated. Dose or amount: 2 drops, frequency: 3 times. Dates of use: 2007. Diagnosis or reason for use: contacts.